Event description:
The pt presented in 2004 with "symptoms consistent with withdrawal" including nausea, sweating, and increased anxiety. The pt had been out of town and missed the refill appointment in 2003. The pump was then refilled. Hcp reported the pt recovered without sequela.